Event description:
The customer reported low thyroid-stimulating hormone (tsh) and elevated thyroid hormone uptake (t-uptake) results for one pt involving access 2 immunoassay system. This is report number one of four. The customer stated two erroneous results were released out of the lab. Amended results were later reported from the lab. There has been no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2008 and discovered the wash buffer supply tubing to the wash valve was cracked. The fse replaced the cracked tubing and all verification testing passed within specs. The customer retested all pt samples after the fse completed the service repair. Note: the crack in the wash buffer supply tubing would allow air into the wash valve and precision valve, thus causing erratic results. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for add'l reportable events. This medwatch report is related to mdrs: 2122870-2011-03328, 03382, and 03383.